Event description:
The user facility's biomed engineer tested the cam02 and was getting a reading of 20% off from the pressure gauge. The integra sales representative performed an inservice at the user facility on (B)(6) 2015 using the same cam02. It was reported that the icp number jumped up to 286 and went up and then down to zero. It did this twice and no one was touching the device. The sales representative then switched the black cables and could not get it to happen again. Biomed came and retested with the cable that the sales representative had and the pressures were all good. There was no pt involvement.

Manufacturer narrative:
Integra completed its internal investigation 08/24/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ nov. No non-conformance reports were raised during the manufacturing process for this monitor. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Based on the complaint description it can be concluded the incident was a result of a catheter failure, therefore a review of cam02 complaints was completed using the key words ¿catheter failure¿ in the search criteria. The review encompassed dates 11-jun-14 to 14-jul-15. A total of (B)(4) complaints were contained in the search criteria. The failure analysis investigation could not duplicate the complaint incident. The cam02 monitor was verified as meeting performance specifications. The cam02 monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The cam02 log file was reviewed specifically at the time frame of the complaint awareness date ¿03-jun-15. The review did not identify any error codes related to the complaint description and the failure analysis investigation could not duplicate or confirm the complaint incident. Conclusion: since the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification no root cause can be established.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.